Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding"), deep vein thrombosis ("deep vein thrombosis") and pulmonary embolism ("pulmonary embolism") in a 23-year-old female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort. Previously administered products included for prevent pregnancy: iud from 2006 to 2008. Concurrent conditions included obesity, cholelithiasis and dog bite. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as antidepressants, citalopram hydrobromide (celexa), enoxaparin sodium (lovenox), escitalopram oxalate (lexapro), prednisone and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), diarrhoea ("diarrhea"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), deep vein thrombosis (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), coagulopathy ("clotting issue") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / severe cramping"), abdominal pain upper ("stomach pain"), back pain ("low back pain"), arthralgia ("joint pain") and pelvic discomfort ("pelvic discomfort"). The patient was treated with tramadol, warfarin sodium (coumadin), cefalexin (keflex), nitrofurantoin (macrodantin) and surgery (undergone one or more surgeries to remove essure devices, bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and pelvic discomfort outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, diarrhoea, urinary tract infection, migraine, nausea, anxiety, depression, vaginal discharge, weight increased, deep vein thrombosis, pulmonary embolism, coagulopathy, gastrooesophageal reflux disease, abdominal pain upper, back pain and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, coagulopathy, deep vein thrombosis, depression, diarrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was performed in 2014. Plaintiff discussed removal and having laparoscopic tubal ligation, due to pain and discomfort. Discrepancy noted in date of removal - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: found blood clots abdomen and lungs x-ray: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received: device removal date updated. Patient ethnicity added. Event- pelvic discomfort added. Concomitant drug and condition added. Historical drug added. Lab data added. Reporter causality comment added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), deep vein thrombosis ("deep vein thrombosis") and pulmonary embolism ("pulmonary embolism") in a 23-year-old female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort. Concurrent conditions included obesity and cholelithiasis. Concomitant products included antidepressants, citalopram hydrobromide (celexa), enoxaparin sodium (lovenox), escitalopram oxalate (lexapro), prednisone and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), diarrhoea ("diarrhea"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), deep vein thrombosis (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), coagulopathy ("clotting issue") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / severe cramping"), abdominal pain upper ("stomach pain"), back pain ("low back pain") and arthralgia ("joint pain"). The patient was treated with tramadol, warfarin sodium (coumadin), cefalexin (keflex), nitrofurantoin (macrodantin) and surgery (undergone one or more surgeries to remove essure devices.). Essure was removed in june 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, diarrhoea, urinary tract infection, migraine, nausea, anxiety, depression, vaginal discharge, weight increased, deep vein thrombosis, pulmonary embolism, coagulopathy, gastrooesophageal reflux disease, abdominal pain upper, back pain and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, coagulopathy, deep vein thrombosis, depression, diarrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was performed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. X-ray: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), deep vein thrombosis ("deep vein thrombosis") and pulmonary embolism ("pulmonary embolism") in a 23-year-old female patient who had essure (batch no. 664588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort. Concurrent conditions included obesity and cholelithiasis. Concomitant products included antidepressants, citalopram hydrobromide (celexa), enoxaparin sodium (lovenox), escitalopram oxalate (lexapro), prednisone and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), diarrhoea ("diarrhea"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), deep vein thrombosis (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), coagulopathy ("clotting issue") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / severe cramping"), abdominal pain upper ("stomach pain"), back pain ("low back pain") and arthralgia ("joint pain"). The patient was treated with tramadol, warfarin sodium (coumadin), cefalexin (keflex), nitrofurantoin (macrodantin) and surgery (undergone one or more surgeries to remove essure devices.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, diarrhoea, urinary tract infection, migraine, nausea, anxiety, depression, vaginal discharge, weight increased, deep vein thrombosis, pulmonary embolism, coagulopathy, gastrooesophageal reflux disease, abdominal pain upper, back pain and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, coagulopathy, deep vein thrombosis, depression, diarrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: tubal ligation was performed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. X-ray: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia, diarrhea, urinary tract infection, migraines, headaches, nausea, anxiety, depression, vaginal discharge, weight gain, deep vein thrombosis, pulmonary embolism, clotting issue, acid reflux, stomach pain, low back pain, joint pain were added. Reporter, patient information, lot number, lab data, concomitant and historical condition, treatment, concomitant and historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergone one or more surgeries to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.